Manufacturer narrative:
(B)(6). Results: bd had received samples and photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® push button blood collection set with luer adapter leaked blood during collection. No serious injury, no medical intervention. No mucous membrane exposure was reported.

Manufacturer narrative:
Corrections: device available for eval was listed on the initial MDR as no. The device actually was available for evaluation and was returned to the manufacturer on 5/19/2017. The date the complaint received by the manufacturer was 04/27/2017.